Event description:
During a cataract extraction procedure, the clinic reported experiencing a posterior capsule tear in the pt's operative eye. The pt required the incision to be enlarged. A posterior capsule tear occurred and incision size needed to be enlarged. Clinic was not able to place the planned iol and had to use a different iol to place. Iol was placed in sulcus.